Event description:
It was reported that the patient presented remotely to the clinic. Transmission showed that the right atrial (ra) lead was over-sensing noise resulted in inappropriate mode switch episodes. No intervention has been performed, and the patient will continue to be monitored. The patient was in stable condition.